Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported the atrial lead was not capturing and was not sensing the p waves potentially due to dislodgement. The physician is determining when a lead revision will occur. The lead remains in use. No patient complications have been reported as a result of this event.